Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9091591. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications (B)(4) noted for scratch print.

Event description:
Material no. 928856. Batch no. 9091591. It was reported that during use of the syringe 1.0ml 31ga 8mm 10bag 500 pl/wg the scale print is smudged and plunger rod is difficult to move. This occurred on 3 separate occasions but the date time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported scale print smudged and plunger rod difficult to move. Does not re-use, samples will be submitted for evaluation.

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 1cc, 8mm syringes. Customer states that the scale print is smudged and plunger rod is difficult to move. Both returned syringes were examined and both exhibited double printed scale markings on the barrel. However, both samples were tested and the plunger rods were able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch # 9091591. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200817263, 200816349, 200816954] noted for scratch print. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger difficult to move) process summary: the printer applies ink from a substrate to a molded barrel that has been treated with corona, to get a good adhesion of the ink to the molded barrel. There was a maintenance dispatch (34677) for double print. The corrective action was grease gears, adjusted print pads, re timed pad collar, adjusted print drum, changed print pads, and raised heats.

Event description:
Material no. 928856, batch no. 9091591. It was reported that during use of the syringe 1.0ml 31ga 8mm 10bag 500 pl/wg the scale print is smudged and plunger rod is difficult to move. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported scale print smudged and plunger rod difficult to move. Does not re-use, samples will be submitted for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 928856, batch no. 9091591. It was reported that during use of the syringe 1.0ml 31ga 8mm 10bag 500 pl/wg the scale print is smudged and plunger rod is difficult to move. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported scale print smudged and plunger rod difficult to move. Does not re-use, samples will be submitted for evaluation.